Manufacturer narrative:
The malfuctioning samples were returned to vygon for device evaluation as part of the complaint investigation. The results of this investigation are still pending and will be sent to FDA witin thirty days of its conclusion via follow-up MDR.

Event description:
Cracked and leaking extension set where the 3 lumens go into the hub.